Event description:
It was reported that the pt had a possible infection at the lead site. After examination at the site, the pt was treated with clindamycin 300mg for (B)(6). A f/u report will be sent if add'l info becomes available.

Event description:
Additional information received reported that the infection was at the implantable pulse generator (ipg) site, and the patient outcome was resolved without sequelae as of (B)(6) 2011.

Manufacturer narrative:
(B)(4).